Event description:
Total parenteral nutrition (tpn) tubing disconnected. Tpn tubing became disconnected from central line. Tubing that was saved looks like it spontaneously disconnected at the smart site extension filter tubing from the y connector. Rn notified md and a new fluid order was obtained and that fluid started when arrived on the floor.